Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the right coronary artery. A 4.00 x 38mm synergy¿ stent was advanced but failed to cross. With a support of the guidezilla extension catheter, the device was re-advanced but resistance was encountered. When the device was removed, it was noted that the stent was lifted and deformed. The procedure was completed with a 4.0x32mm synergy¿ stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy, ous, mr 4.0x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the distal end of stent was damaged and bunched in a proximal direction. The undamaged stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The edge of the tip was pushed in a proximal direction. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted on the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the right coronary artery. A 4.00 x 38mm synergy¿ stent was advanced but failed to cross. With a support of the guidezilla extension catheter, the device was re-advanced but resistance was encountered. When the device was removed, it was noted that the stent was lifted and deformed. The procedure was completed with a 4.0x32mm synergy¿ stent. No patient complications nor injuries were reported.